Event description:
The customer reported that the system froze and locked up during the boot process. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The table sensor interface pcb and collimator drive pcb were evaluated and replaced. The table software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.